Event description:
It was reported the customer complained the drill was not sharp. It was reported that although the device was in contact with the patient there was no patient injury alleged. It was reported as unknown if the event led to an increase of surgery time.

Manufacturer narrative:
Integra completed its internal investigation 24jun2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: pn (B)(4) lot fatk was manufactured on 3th october 2014 and (B)(4) parts were released. No anomaly was found, all results are compliant with specifications. (B)(4) items were checked during incoming inspection. This is the seventh incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills (B)(4) being single use instruments. The global rate failure is evaluated at (B)(4). This is the third incident for lot fatk. The product was not returned. We cannot perform a visual inspection. We have 2 parts of the same lot available in inventory. The device available in inventory is sharp. Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.